Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16452338. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 16139747/16121703.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working. The patient underwent a complete scs system replacement procedure wherein magnetic resonance imaging (MRI) compatible devices were implanted. The patient was doing well postoperatively, and all explanted devices were not returned due to facility policy.